Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. As per the internal procedure tr # 0150 rev.2 the inratio value and lab values are within the confident limits. The patient also repeated the test with inratio meter by pricking in different fingers. The results are as follows; 5.1, 3.1, average: 4.1, stdev: 1.41, %cv: 34.49. As per internal procedure tr # 0150 rev.2 if the %cv is greater then 20% the criterion is not met. The product will be investigated.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: see scanned table.